Manufacturer narrative:
Additional information received 11/13/2014. A visual examination of the returned device found that the handle, the ligator head, the trip wire and the irrigation tube were returned with the packaging tray and original product label. There was no issue noted with the irrigation tube and the ligator head teeth. All bands had been deployed from the ligator head. The suture was intact and still attached to the trip wire loop. The trip wire was not secured in the handle assembly slot; however, the handle assembly slot presented evidence that the trip wire had been secured prior to receipt at cis. The injection septum had been torn, most likely when the customer pulled the trip wire loop through the septum. The complaint that the bands failed to deploy could not be confirmed; the device showed neither evidenced of the alleged issue, nor any defect that could have contributed to the event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician could not release the band to ligate the tissue. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(4) 2014. According to the complainant, during the procedure, the physician could not release the band to ligate the tissue. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of band failed to deploy. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.